Event description:
A customer reported there was a problem with the handpiece and it was hard to fragment the cataract during surgery. The procedure was completed with the same equipment and accessories with no delays. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).